Manufacturer narrative:
This report is submitted on 17 march 2020.

Event description:
Per the clinic, the patient experienced an infection at implant site which was treated with topical and oral antibiotics. The patient underwent revision surgery to revise internal device.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021. It is unknown if there are plans to reimplant the patient as of the date of this report. The report has been submitted on october 14, 2021.